Event description:
Consumer called to report inaccurate readings with meter. Analysis run on clark error grid using mean average reading (214) vs. Bd readings of (325,21,295) yielded data points in the c/e zone of the grid, outside of acceptable limits.